Event description:
Information was received indicating that a pump was alarming with a, smiths medical, cadd medication cassette attached. It was reported the alarming was most likely due to the cassette. The complaint form indicated no injury. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).